Event description:
It was reported that during contrast-enhanced angiography leakage occurred in tubing with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: intravenous indwelling needle was used for high-pressure injection and contrast-enhanced angiography. During the usage, the tube wall was broken and contrast-enhanced angiography failed.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 7178125. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Based on their evaluation and the description of the event, our quality engineers speculate that forcing of fluid through the device during injection contributed to the observed leakage. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during contrast-enhanced angiography leakage occurred in tubing with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: intravenous indwelling needle was used for high-pressure injection and contrast-enhanced angiography. During the usage, the tube wall was broken and contrast-enhanced angiography failed.